Event description:
The customer reported that battery backup is not available. Further information was provided that the battery was not working in the unit. The device was not in use on a patient / there was no adverse event to a patient or user.